Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough in right eye. Flap was able to be lifted. Patient suffered epithelium lesion in both eyes. Patient was cure after steroid treatment for 1 week. There is no returned product as they were discarded by the doctor. Patient interface lot number is unknown. Bcva pre-op 20/20 ou. Bcva post-op 20/30 ou.

Manufacturer narrative:
(B)(4). Evaluation: patient interface (pi) not to be returned since surgeon discarded it. Lot number is unknown. Account reported that they had pi lot# cj00517 and cj00519 in their inventory at the time of the event. Investigation is still in process, however, device history record for cj00517 has been completed and showed device was manufactured according to specifications. Method: actual device not evaluated. Manufacturing review. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.